Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead failed to capture at high output. The ra lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.